Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose was too high to read. The customer was treated by intravenous insulin and saline drip. Customer stated blood glucose increased due to connection of the infusion set was leaking and customer did not received insulin. The insulin pump will not be returned for analysis.